Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose resuslts were 60 and 123 mg/dl. Tests were done within 10 minutes. No further info has been reported.